Event description:
Customer requested to restore the original performance to the instrument. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed that the hose was faulty and the bearing was worn from use. In addition, the device did not have much power and failed the noise test. This was attributed to defective design. Device was repaired and returned to the customer.